Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device was not returned to edwards for analysis. Without return of the device, we can not confirm the clinical observation. The device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the information received the mild regurgitation and stenosis was likely secondary to calcification. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. In this case patient history may have contributed to the calcification. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Prosthetic valve endocarditis (pve) is a serious complication of cardiac valve replacement despite improvements in prostheses types, surgical techniques, and infection control measures. Pve is an endovascular, microbial infection occurring on parts of the valve prosthesis or on reconstructed native heart valves. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. Based on the information received the root cause of the endocarditis is most likely due to patient related factors/conditions and is not related to device malfunction. Based on the information received patient factors likely contributed to the event.

Event description:
In addition, it was learned endocarditis was identified and valve was sent to pathology for verification.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. Information was received that a 27mm bioprosthetic aortic valve, implanted approximately eight (8) years and three (3) months, was explanted due to mild aortic valve insufficiency, severe aortic valve stenosis, and calcification. It was later learned that the explanted valve had debris attached so was sent to microbiology. The explanted device was replaced with a 25mm pericardial valve. The patient was weaned of cpb without difficulty. The patient tolerated the procedure well.